Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate therapy from their implantable cardioverter defibrillator. The device was post-sensed t-wave oversensing on the ventricular lead. Review of stored egm also noted low r-wave amplitude. Programming changes were made during the device check. On (B)(6) 2017, tachycardia therapy was turned off and patient was transferred to another facility for a lead revision. The patient later decided not to undergo the surgical procedure. The patient was reported as stable.